Manufacturer narrative:
When the technician at the account inspected the lift, he could not find any deficiency with the product. The lift's motor was functioning as designed, without any deviations that would be unacceptable according to its service manual. The hill-rom technician was unable to recreate the reported incident, nor find any related mechanical malfunction, component wear or damage on the lift's motor. A possible cause of the incident may be the usage of the lift. For example, an unintentional pushing of the hand control buttons or a loose winding of the lift strap around the hoist drum could cause an unforeseen lowering of the strap which was not possible to recreate during the investigation. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating while a patient was being lowered with the lift, the liftstrap came out approximately 30 cm causing the patient to fall down into a wheelchair below them. The patient was not injured. The lift was located at the account at the time of the incident. This report was filed in our complaint handling system as complaint (B)(4).